Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fallen. Afterwards, the pt lost stimulation. An impedance check was performed and revealed invalid impedance. During surgical intervention, the lead was found to be knotted. As a result, the lead was explanted and replaced. Post-op impedance was normal.